Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid temperature alarm while outside in freezing temperatures near a bonfire. The customer's blood glucose level was reported to be 300 mg/dl, and was addressed by delivering a bolus with the pump. The customer was able to clear the alarm and resume insulin delivery.